Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of not recognizing scope was not confirmed. However, a worn-out socket connector and power switch stuck were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is not recognizing scope; however, the scope works with another unit. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been nearly 8 years, since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.